Event description:
It was reported that the patient presented in clinic for routine follow up with complaints of shortness of breath. Device interrogation showed inappropriate automatic mode switch (ams) episodes due to lead noise. The noise was reproducible via isometric testing. Programming changes were made and patient monitoring will continue.